Manufacturer narrative:
The report received by argon does not state if the sample will get returned for investigation or not. Argon has reached out to customer inquiring about the sample and has not received a response yet. Without the sample, complaint cannot be confirmed. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Patient to have placement of ivc filter. The ivc filter deployment sheath broke during ivc filter advancement resulting in the filter partially exiting the side of the sheath.